Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her arm and chest. Patient followed up with her dermatologist and was prescribed a steroid cream, prescription pills, and lotion. Follow up indicated that the skin irritation improved.